Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was not powering on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was not powering on. It was stated the interface and battery had been changed but there was no power for the charge or alternating current (ac). The customer replaced the user interface (ui) assembly, but the unit would still not power on. The customer requested the part number of the power management (pm) printed circuit board assembly (pcba) to order and replace. The remote service engineer (rse) provided the customer with the part number of the pm pcba to order and replace. The customer replaced pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.